Manufacturer narrative:
(B)(6) 2017.

Event description:
A report was received that the patients ipg would not communicate with the remote control. Multiple attempts were made to troubleshoot, but were unsuccessful. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was replaced. The patient was doing well post-operatively. The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg would not communicate with the remote control. Multiple attempts were made to troubleshoot, but were unsuccessful. The patient will undergo an ipg replacement procedure.